Manufacturer narrative:
The insulin pump was received with detached end cap, loose protruded drive support disk, deep and minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump was returned without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the drive support cap was damaged. The customer's mother reported that the drive support cap was coming out. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was dropped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.